Event description:
Gambro rec'd a complaint on january 8, 2008 from a facility who reported that a phoenix machine was leaking. It was unk when the leak occurred. There was no pt injury or medical intervention warranted in this event. No evidence that a tubing disconnection related alarm occurred. A gambro tech inspected the machine and found that it was leaking at the outlet of po. He reconnected tubing at the po. He performed a rinse cycle, and a t1 test. He verified no other leaks from the machine and performed disinfection without any problem.